Event description:
It was reported that catheter entrapment occurred. A 2.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilatation. However, the balloon got stuck on the wire. The procedure was completed by cutting the wire. No patient serious injury or adverse event were reported and the patient's status was stable.